Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.

Event description:
Customer requested assistance with event log review due to amiodarone overinfusion. Reporter states nurse programmed bolus using their standard bolus concentration of 150mg/100 ml. She then tried to give continuous infusion, but instead of using standard continuous infusion concentration (900 mg/500ml), used the bolus concentration. Protocol for continuous infusion is 1 mg/hr (33.3 ml/hr) time 6 hours, then half that amount for next 18 hours. Using the bolus concentration by mistake, user set rate at 33.3 ml/hr and got guardrails alert that rate was too slow. Repeated programming a second time using same parameters and got same alert again. Reporter thinks device was then shut off, turned back on, and programmed outside of guardrails for the continuous infusion. Entire 500 ml bag infused in less than 2 hours. Pt had pacemaker and tolerated event well with no harm or medical intervention. Event logs received for eval. Investigation is ongoing. Follow-up report will be sent upon completion of investigation.